Event description:
A discrepant result when compared to a lab. The reported device result was 5.8 inr. The correstponding lab result reported was 3.8 inr. The pt was given a vitamin k. The device was replaced and requested to be returned for evaluation.